Manufacturer narrative:
Stryker evaluated the customers device and was able to verify and duplicate the reported issue. The device could not be repair, and the customer received a replacement device. The cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation it was found that was unresponsive to the lid. This will result in an inability of the device to detect the lid being opened or closed. In this state, a delay in defibrillation may occur, as the user has to push the power button underneath the lid to turn the device on. There was no patient involvement reported during the event.

Manufacturer narrative:
Further investigation found reed switch sw5 to be faulty and determined this was the cause of the reported issue. Corrected information: section h11 additional mfg narrative of initial MDR indicates: stryker evaluated the customers device and was able to verify and duplicate the reported issue. The device could not be repair, and the customer received a replacement device. The cause of the reported issue could not be determined. Section h11 additional mfg narrative of initial MDR should indicate: stryker evaluated the customers device and was able to verify but not able to duplicate the reported issue. The device could not be repaired, and the customer received a replacement device. The cause of the reported issue could not be determined. Section h6 results code grid of initial MDR indicates: electrical/ electronic component problem identified. Section h6 results code grid of initial MDR should indicate: operational problem identified.

Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation it was found that the device was unresponsive to the opening/closing of the lid. This will result in an inability of the device to detect the lid being opened or closed. In this state, a delay in defibrillation may occur, as the user has to push the power button underneath the lid to turn the device on. There was no patient involvement reported during the event.